Manufacturer narrative:
Correction: d6b: field should be sep 18, 2025.

Event description:
The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states. The pacemaker was explanted and replaced. No adverse patient consequences were reported.